Manufacturer narrative:
(B)(4)

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to broken sensor wire. The allegation was not confirmed due to sensor wire is attached to wearable. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information, d9 date device returned - addition information, g3 date received by mfg - addition information, g6 type of report - addition information, h2: additional information/ device evaluation - addition information, h3: device evaluation by manufacturer - addition information, h6: adverse event problem - addition information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and failed due to broken sensor wire. The allegation was not confirmed due to sensor wire is attached to wearable. The probable cause could not be determined.